Event description:
It was reported that the sheath exhibited air bubbles during flushing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was used. The sheath was inserted after the transseptal puncture, but after pulling the dilator out and flushing the sheath a lot of air was observed in the tubing. Flushing was continued to see if the air would stop, but it did not. All connections were checked as well. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, dissection, and microscope inspection. No outer abnormalities were observed. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, hemostatic valves were reassembled, and leak testing was resumed. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external and internal hemostatic valves had tears by the center slit. This type of malfunction can compromise the valves' ability to seal pressure and fluid within the sheath. These findings indicated the potential source of leakage and air ingress. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited air bubbles during flushing. During a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) a faradrive steerable sheath clear was used. The sheath was inserted after the transseptal puncture, but after pulling the dilator out and flushing the sheath a lot of air was observed in the tubing. Flushing was continued to see if the air would stop, but it did not. All connections were checked as well. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.